Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported through patient's representative "mild discomfort on touch, hardening, and slight visual change", "hardening of the breasts, pain on manipulation of the breasts, and visual alteration of the contour, characterizing capsular contracture baker grade unknown", "removal of the fibrous capsule", "calcifications" and "recall due to the risk of bia-alcl". This record is for the left side. The device remains implanted.